Event description:
It was reported to philips that the wired footswitch failed, making fluoroscopy not possible initially on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service adjusted the micro switch gap and tested the system functionality, confirming successful operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).